Event description:
The customer contact reported the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition), and the delivery was started. No specific event details were provided. After an unspecified length of time it was reported the device alarmed with a 11/004 service alarm code. There was no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.